Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon would not inflate when it was injected with contrast medium into the pressure pump. The device was removed, and it was confirmed that the balloon was leaking liquid and had a tear. The procedure was completed using another of the same device. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon would not inflate when it was injected with contrast medium into the pressure pump. The device was removed, and it was confirmed that the balloon was leaking liquid and had a tear. The procedure was completed using another of the same device. No complications reported, and patient status was stable. It was further reported that the target lesion was about 80% stenosed, moderately tortuous, and severely calcified. The balloon was not inflated and was at 10 atmospheres for 10 seconds when the problem was noted.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis and the evaluation was completed on 01oct2024. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a circumferential tear 2.7cm from the tip. There were no other damage or irregularities.